Manufacturer narrative:
The sample was received for evaluation and an inflation/deflation test was performed. It was observed the cuff deflated immediately. Visual inspection revealed that the cuff was burst. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheostomy tube experience inflation/deflation issues. Customer indicated there was no patient inj ury with this event.

Event description:
Medtronic received a report the tracheostomy tube experience inflation/deflation issues. Customer indicated there was no patient injury with this event.